Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -12.00 into the patient's left (os) eye. Reportedly, immediately afterward, the patient complained of a circular "cloud" (blurred spot) in her field of view just off-center, adjacent to her central vision. The surgeon states the "hole" of the lens is "very close to center." Upon exam, patient's cornea is clear with no cataract formation present. Surgeon states that "on paper" the patient has a great result and suggests possible "non-organic" exaggeration of symptoms. Staar was notified of this case by a second surgeon who performed lasik surgery on same patient in (B)(6) 2017.